Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system (etbf2513c145ej) was intended to be implanted during the initial endovascular treatment of a 61mm abdominal aortic aneurysm. It was reported during the index procedure that the endurant ii stent graft main body etbf2513c145ej (B)(6), was successfully inserted and passed through the left common femoral artery (cfa). The wire became difficult to pass directly beneath the renal artery due to the tortuosity of the abdominal aortic aneurysm (aaa), the physician decided to replace the stiff wire egoist (standard) with a lunderquist wire. When the main body was retrieved for the wire replacement, a partial rupture of the graft cover was discovered on the proximal side.esbf2514c103ej (B)(6), which had been prepared as a backup, was utilized to prevent damage to the blood vessel. The procedure was successfully completed, and no access injuries occurred. Per the physician the cause of the graft cover rupture is undetermined. No additional clinical sequelae were reported, and the patient fine.

Manufacturer narrative:
Device evaluation summary: the device returned with the external slider and the backend wheel in the home position. Severe bend and material bunching was visible to the graft cover distal to the strain relief. The graft cover tip material was deformed and raised. Longitudinal scratches were visible on the taper tip. A gap was observed between the graft cover and taper tip. The reported deformation in-vivo was confirmed through analysis. Film evaluation summary: the reported difficult to position and rupture of the graft cover could not be assessed on the films provided; however, the reported anatomical factors that are likely to have contributed to the events could be appreciated on the still CT image. Procedural angiograms showing attempts to position the device and removal from the patient were not received for a thorough analysis of the reported events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received ; per the physician, the graft cover rupture was probably caused by calcification. It is not believed to be caused by the guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.